Event description:
Additional information indicates that there is no alleged stated deficiency or malfunction of the ipg.

Manufacturer narrative:
There is no allegation against the ipg therefore it is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-07649. Related manufacturer reference number: 3006705815-2023-07650. It was reported that both patients leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both patients leads and ipg were explanted and replaced to address the issue. The reason for ipg replacement is unknown.